Manufacturer narrative:
H6: ventec downloaded the device¿s electronic records for review where it was observed that the pre-use test (put) had never been performed. Running a put stabilizes the internal flow sensor readings and eliminates the peep bounce until the device has been rebooted. Ventec observed that when the device was booted up using the patient¿s settings, but no put was performed, that the peep was unstable (bouncing up and down). Once a put was performed, however, the peep stabilized. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual [p. 50] states the following: "the vocsn pre-use test calculates the resistance and leak of the ventec one-circuit. Based on these calculations, vocsn verifies the integrity of the ventec one-circuit, and also improves the accuracy of therapy delivered during ventilation. If used, the pre-use test will also verify the connection status of the ventec one-circuit o2 tube. To ensure therapy is delivered accurately, you must perform a pre-use test whenever prompted, the patient circuit is changed, or the device is powered on.¿ the put needs to be performed on every reboot in order to optimize the device's flow and peep operation, and that was not being performed. The investigation determined that the root cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec performed an initial evaluation of the device and continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). The reporter advised that peep was allegedly set to 9cmh2o but it would bounce back and forth from 8 to 9 (on the screen readings). When downloaded, the reporter advised that it read 8.9 when set to 9. There was patient involvement associated with the reported event. The reporter advised there was no harm as a result of the reported issue.